Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during a pump demonstration, an inaccurate fill estimate occurred. There was no reported impact to blood glucose level as the event occurred during a demonstration and the pump was not connected to a customer. No further information was provided regarding the reported event.